Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. The physician believes the pain is attributed to muscle spasms and is being treated. The patient wants to have the ipg removed to address the issue. Surgical intervention may take place at a later date.

Event description:
Additional information indicates the patient had their system explanted to address the issue.